Manufacturer narrative:
Continuation of d10: product ID: 4fc12, product type: sheath; product ID: 990063-020, product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post-operatively to a cryo ablation procedure, the patient returned to the hospital with a fever. A computerized tomography (CT) was performed for possible fistula, however, results were negative. A lumbar puncture was performed and showed the patient had meningitis. The patient was subsequently hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a data file was returned and analyzed. One patient data file was received and recorded on the date of the event. The patient data file showed 12 applications were performed using a afapro28 balloon catheter with lot 10265. The patient data file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) didn't show any temperature artifact. Pressure was tracking preset pressure and flow readings were as expected. The failure file was not received and the physical product was not returned. In conclusion, the reported clinical issues (fever, meningitis) occurred after the procedure and were not observed through the data files. There is no indication of a relationship of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.